Event description:
Boston scientific received information that this patient's home remote monitoring system detected a high, out-of-range (oor), shock lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The field representative consulted with boston scientific technical services (ts) and trending plot was reviewed. It was noted that the shock lead impedance was around 100 ohms this past spring and early summer, and then the measurements went back down; however, in fall the data points were missing for approximately two months, and then recent measurements were in the 70-80 ohms range, dipped to the 40-50 ohms range and then went up to approximately 90-100 ohms with finally several oor measurement being detected recently. Ts discussed evaluation options. The health care professional (hcp) noted that the patient was being monitored more frequently with the remote home monitoring system, and has an appointment in the near future to see his physician. At this time, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient and family met with the physician. Options were discussed, and due to the patient's age, debilitated health status, and desire not to pursue aggressive treatment, the ventricular tachy therapies of the device were programmed off. Pacing therapy remains available. No adverse patient effects were reported.